Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens but the back haptic became stuck in the cartridge and tore. The lens was removed with no patient injury, no enlarged incision or sutures.

Manufacturer narrative:
Evaluation codes: a visual inspection of the returned product found pieces of the lens optic torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined, it should be noted that the injector and cartridge were not returned for evaluation.